Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When the complete, a supplemental report will be submitted.